Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the patient had medium bleeding, blood was oozing from the stapler line. The patient is currently fine and has been discharged. No prolonged hospitalization was necessary. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify "medium amount of bleeding" occurred. Can you follow-up to determine what amount of blood loss there was (mls)?

Event description:
It was reported that during an unknown procedure, after firing during the surgery, both proximal end and distal end of the jaw started bleeding. Surgeon found out that the staples of those two locations were malformed. Surgeon then used suture to reinforce the staple line to stop the bleeding. Surgeon fired two reloads, both outcome were the same. Both firings, surgeon used blue close staple height selection. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # n57e04. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify the additional information in the notes of the file stating that a "medium amount of bleeding" occurred. If it is at all possible, can you follow-up to determine what amount of blood loss there was (mls)? Based on sales rep's response, the blood was oozing, hence it was considered medium amount of bleeding. The blood was not spurting out of the wound which would then be considered heavy bleeding.